Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements, noise, oversensing and low amplitude on the right atrial (ra) lead. The oversensing resulted in multiple inappropriate atrial tachy response (atr) episodes and pacing inhibition. A lead fracture was suspected. Boston scientific technical services (ts) was consulted and discussed possible programming options. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements, noise, oversensing and low amplitude on the right atrial (ra) lead. The oversensing resulted in multiple inappropriate atrial tachy response (atr) episodes and pacing inhibition. A lead fracture was suspected. Boston scientific technical services (ts) was consulted and discussed possible programming options. No adverse patient effects were reported. At this time, this device remains in service.